Event description:
On (B)(6) 2025, client reported the wheel assembly on his sunris0 medical quicki0 sr wheelchair (serial number (B)(6)) failed while he was aboard a fishing boat. He heard a loud pop before the wheel assembly (x-core mag) exploded, causing a large piece of plastic to detach from the wheel. The debris punctured both his seat upholstery and roho air cushion. The client confirmed no injuries occurred. The manufacturer sales representative ((B)(4)) was notified. Subsequent follow up with the manufacturer indicated the x-core mag wheels are produced by a third- party supplier and are not manufactured by sunrise medical, although they are part of the wheelchair assembly. 07/10/2025- replacement wheels and new seat upholstery installed. 07/22/2025 -e-mail from facility staff to manufacturers sales representative (B)(4) requesting follow up with the manufacturer management regarding tt1e exploding lire incident. 07/22/2025-reply from the manufacturer sales representative indicating she believes someone from the manufacturer would contact facility staff to address the follow up questions. 08/06/2025- e-mail from facility staff to manufacture sales representative requesting updates. 08/11/ 2025- phone call from manufacturer regional director ((B)(4)) confirming the x-core mag wheels are manufactured by a third-party supplier, not the manufacturer. She committed to contacting her product manager ((B)(4)) to determine the supplier's identity. Additional comments: on-site evaluation determined the wheel assembly, seat upholstery, and roho cushion were not repairable and required replacement. Photographs of the damage were taken. Manufacturer sales representative advised contacting manufacturer customer service for resolution. Manufacturer customer service approved a return merchandise authorization for the damaged wheel and seat upholstery. Facility staff left a voicemail for manufacturer sales representative requesting information on the process the manufacturers follows when such incidents occur.